Event description:
The hcp reported that the patient felt "minor withdrawl" over the past few months due to a suspected slowing of the pump "far before" a refill was needed. It was also reported that upon refill, the pump reservoir contents were greater than expected by 2 mls or greater when accessed. The hcp stated that the pump reservoir was "changed" and returned for analysis; however, no device had been received as of the date of this report. The hcp further reports that the catheter was sheared off completely and suspects it originated as a tear that over time resulted in a complete disconnect of catheter and pump. This was discovered by manual exam due to the patient's potential allergic reaction to the dye used in a catheter study. Prior to intervention, the pump contained dilaudid, morphine and fentanyl. After intervention, the pump contains dilaudid, fentanyl and compounded baclofen at a "low concentration/dose." The patient recovered without sequela although the hcp states, it was "very difficult to determine his true needs regarding baclofen and opioids." The hcp reports, they are still in the process of titrating and simplifying po medications. Please reference manufacturer's report#: 2182207200703350.

Manufacturer narrative:
See scanned pages.